Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: PMA/510(k) number k061410,k013227. H6: event problem codes: patient codes: 1930,2377,1994, 1932. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported patient came in to have implants evaluated because of pain. Patient has purulence around sulcus of implants # 22 & # 24. No purulence around # 27. Pa & CT show complete bone loss around # 22 & # 24. Mild crestal bone loss around # 27. Patient informed implants # 22 & # 24 have failed. Indicated bone loss and infection. Per indicated: symptoms as a result of the event: pain, inflammation. Surgical/medical intervention required for permanent damage: yes, removal. Was there a delay during the procedure: yes, patient wanted to see dentist first. Additional appointment required: yes, removal of failed implants. Was the procedure completed using another implant or another device: no.